Event description:
A customer reported that a footswitch had problems before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The footswitch was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on december 2, 2013. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on october 30, 2013. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The footswitch was connected to a calibrated console and the system was powered on. Test was performed and the footswitch was found to meet specifications. Test was then performed, first while the footswitch was cabled and then wirelessly. The footswitch was found to meet specifications. The system and returned sample were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).